Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert and the pump was turned off. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and this was the second occurrence of receiving an alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power related alarms noted during testing. A review of the history files reveals on (B)(6) 2024 there was a low battery alert (04:20), a change battery fault (replace battery) alert (13:51), an off no power (replace battery now) alarm (14:22), and a batt out limit (power loss) alarm (20:39). The timing between each power alert/alarm is within the tolerance of 8 hours between the low battery alert and replace battery alert and 30 minutes between replace battery alert and replace battery alarm. The pump's low battery power sequence is operating properly. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. The complaint of low battery and the pump is off (receiving a low battery alert prior to the replace battery alert or replace battery now alarm less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm) is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.